Event description:
Q: why did we not get an alert for rv tip to coil oor? D: rv tip to coil 190 ohms dec 26 2021. R: since claria, if the device is programmed tip to ring pacing and sensing, and the rt tip to coil is oor, there will be an observation, but not an alert. Discussed that 190 ohms may be due to opitvol up, as this results in lower impedance. 605103370. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).